Event description:
Reporter calling to report problems after receiving morpheus8 treatments from approximately (B)(6) 2022 thru approximately (B)(6) 2022. Reporter states she had morpheus8 treatments to reduce skin wrinkling but "I look ten years older now". Reporter states she expressed her concerns to the healthcare provider, however reporter felt they were dismissive of her complaints. Reporter states she wants the FDA (food and drug administration) to investigate this device and "false claims" by the company. Reporter states she has spent "(B)(6)" on morpheus8 treatments and that this is frustrating to her. Reporter states she has read many online reviews about problems with morpheus8, including collagen and fat wasting. Reporter states that she feels the company is preying on consumers. Reporter also states concerns that treatments may be appropriate for "younger people" but that "older people" will not receive the same benefits of morepheus8.